Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. There was no malfunction report of the subject device concerning the events. The exact cause could not be determined.

Event description:
On march 7, 2019, olympus medical systems corp received a literature titled ¿how to perform colorectal esd without perforation¿ published in digestive endoscopy vol31 no.2 2019. The literature reported the result of a comparative study on the perforation group and non-perforation group during 1,047 cases of colorectal endoscopic submucosal dissection procedures at the user facility between 2012 and 2017. In the literature, it was also reported that 32 cases of perforation occurred during the procedures, the summary of the 32 cases is as follows; male to female ratio of the perforation cases: male / female = 32 / 32. Average of the ages: 67 of plus or minus 9.9. The perforation in the 27 cases of the 32 cases occurred during dissection for the submucosal but some cases perforations occurred at the time of angulation of the endoscope for retroflex position or clipping for damage point of the muscle. The factor of the perforation during the dissection of mucosa in 22 cases of the 27 case was most likely that there were difficulty for keeping the endoscopic view of the dissection area, which was caused by difficulty in lifting of the mucosa due to the fibrosis. The perforations in two cases were treated with unspecified clips during the procedures. The literature did not report the manufacturer and the type of the colonoscope which was used for the procedures, but reported that a function of olympus endoscope (narrow band imaging) was used in the preoperative diagnosis of two cases of the 1,047 cases. Based on the complaint history record of omsc on the user facility, the user facility possessed at least three olympus colonovideoscope ¿pcf-pq260l) but there was no incident report from the user facility.